Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had display problem. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country, event site state - nt), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: g2. A getinge fse was dispatched to evaluate the unit. Display have interference report by customer. To resolve the issue the fse replaced the lcd top display assembly. Service mode test passed. Functional check according factory specifcations . Return machine to customer for clinical use. The failure analysis and testing department received the part display top lcd rohs. This part was received with a reported unit failure message of display have interference. Performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd rohs into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of display interference. Display top lcd rohs passed testing. Fat dept. Did not choose root cause grid for this part yet because fat dept. Must wait for supplier evaluation for this part. Sending display top lcd rohs to the supplier as per procedure 0002-07-d008 rev ap. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.